Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system (sds) was returned for analysis. There were stent struts from the center to distal end of the stent that were stretched and bent. The distal end of the stent was stretched over the distal tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 17-jun-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and mildly calcified mid right coronary artery. After pre-dilation was performed, a 3.00x38 synergy drug-eluting stent was advanced but failed to cross the lesion. Another attempt was made with a guidezilla guide extension catheter, but still failed to cross the lesion. The procedure was completed with a 3.0-20x2 synergy stent. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.